Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the core impaction drill was getting warm. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The technician confirmed the reported event of heat on the basis of the worn driveshaft bearings.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the core impaction drill was getting warm. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.